Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated the patient's mother called regarding the kangaroo connect feeding set. The tubing that exits the pump bends and breaks easily causing the feed to leak. There was an actual detachment from the plastic cassette itself. There was no harm to the patient.

Manufacturer narrative:
Correction: after further review it was determined this report is a duplicate of report number 1282497-2020-09179.